Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they saw their surgeon (B)(6) for their follow up appointment and the device came out of the pocket, migrated and was going sideways. It was laying flat originally and now it was poking out sitting sideways but still under the skin and it was painful and uncomfortable. Patient stated it was so awkward and pushing out. Patient did not know what might have caused this stating they had not been physically active and had not had a fever, but the implant site was very uncomfortable and they do not know what to do for the pain. When asked when these symptoms started and patient responded that they were laying in bed 3 days ago and they touched the implant and it was so swollen and painful that they could not touch it. The doctor told the patient they have to do surgery but they can put it off until june. Patient reported the ins was implanted on the right side and were not sure if the doctor created a new pocket for it or re-used an existing pocket, stating that the doctor noted they had implanted it very deep. Patient asked if they should turn stimulation off, stating that when the doctor was touching the ins site patient could feel stimulation going all over. Recommended patient turn therapy off if stimulation is uncomfortable for them. Patient was wondering if their current ins is getting rejected again. Reviewed general information about possible risks/adverse events and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1bxfy. Implanted: (B)(6) 2017: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called and repeated the same issue with pocket site, said that it is sitting sideways. Patient said had revision on (B)(6) and the next revision is scheduled for (B)(6). Patient said that yesterday started to experience excruciating pain in their tailbone and concerned that the lead might have moved. Patient said they called and saw the on-call doctor and did have an x-ray. Patient said was told that patient doesn't have any fractures however nothing was mentioned about the lead or pain management. Patient said that they do have some pain medication that they could take. Patient asked about imaging and if the current position of ins could contribute to lead moving. Patient was redirected to discuss with their managing physician. Patient said that their managing physician won't be available until the (B)(6).